Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of an 8mm x 60mm 120cm smart control nitinol stent system was found exposed about 1-2cm upon opening the package and could not be delivered to the lesion location. The procedure was completed using a bard stent. There were no reports of patient injury. The device was intended for use in a (trans jugular intrahepatic portosystemic shunt (tips) procedure. The device was stored and prepped in accordance with the instructions for use (IFU). No damage was found on the device packaging prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of an 8mm x 60mm 120cm smart control nitinol stent system was found exposed about 1-2cm upon opening the package and could not be delivered to the lesion location. The procedure was completed using a non-cordis stent. There were no reports of patient injury. The device was intended for use in a transjugular intrahepatic portosystemic shunt (tips) procedure. The device was stored and prepped in accordance with the instructions for use (IFU). No damage was found on the device packaging prior to use. The device was returned for analysis. A non-sterile ¿pkg assy 8x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. The stent was partially deployed, and the tuning dial was rotated out of its manufacturing position. A kink was observed 117 cm from the distal tip, and an unknown sheath was inserted into the distal tip. An investigation revealed that the unknown sheath inserted into the wire lumen is not used or manufactured by cordis. No other significant details were noted. The usable length of the stent delivery system was measured and verified, and dimensional analysis results were within specification. Functional analysis was conducted to assess the unit¿s functionality. Attempts to withdraw the unknown sheath were unsuccessful as it was stuck inside the wire lumen. The tuning dial was rotated clockwise (as indicated by the arrow) until the distal section of the stent was fully deployed. The deployment lever was then pulled back to unsheathe the remainder of the stent. Despite the presence of the stuck sheath, the stent was fully deployed and expanded as expected, with no damage or anomalies observed. The functional test was successfully completed. The device was cut to remove the unknown piece inserted inside the wire lumen. The unknown non-cordis sheath was inspected with a vision system confirming that this piece is not used or manufactured by cordis. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was confirmed as the device was returned with the stent partially deployed. However, the exact cause of the issue experienced by the customer could not be determined. Upon visual analysis, the tuning dial was noted to be rotated out of the manufacturing position which may have resulted in the premature deployment. Functional analysis was performed successfully on the device with no issues noted during deployment. Additionally, dimensional analysis was performed on the stent and was found within specification. The device was returned with an unknown accessory device inserted into the distal tip of the sds inside the wore lumen. The piece was removed and analyzed confirming it is not a component manufactured by cordis and is not recommended for use according to the instructions for use. According to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with saline using a 3-cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with saline using a 20-cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the device over the guidewire through the sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used caution: always use an appropriate size introducer sheath for the implant procedure to protect both the liver tract and puncture site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.